Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("pain - dysmenorrhea (cramping)") and menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 08/30/2019: pfs received. Case became incident. Injury nos was replaced with new events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration and she did not undergo essure confirmation test(s). Case becomes valid. New reporter added. Plaintiff's information updated. Date of insertion updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.